Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump being "flipped up" and unable to be accessed for inflation. There were no device malfunctions associated with the device, however the pump was replaced so there would be a "fresh layer" of inhibizone in the patient. During the procedure the tubing was also made shorter. The patient did not experience any adverse events and had a positive outcome following the procedure.